Manufacturer narrative:
Follow-up # 1 date of submission 6/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/24/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. There was no evidence of defects found on the returned battery cap; all tests passed therefore the investigation was unable to confirm the ¿damaged cap¿ claim from the initial complaint. Unrelated to the original complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 04/20/2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.